Manufacturer narrative:
The referenced known short to shield issue with a prior percutaneous lead replacement was reported under medwatch MFR report #s 2916596-2016-00159. The issuance of a non-grounded patient cable was reported under medwatch MFR report #s 2916596-2017-01525 and 2916596-2018-01504. Approximate age of device: three years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's lvad system indicated intermittent pump stops which also occurred with positional changes. The patient was asymptomatic. Of note, the patient has a known history of compromised wires within the driveline for which an external/distal end replacement was performed. The patient was previously issued an ungrounded power module patient cable for use while on power module support. A log file submitted to the manufacturer's technical services for analysis noted a deceleration in pump speed to 1990 rpm. It appeared that the pump was unable to maintain the set speed. The data in the history file was consistent with a percutaneous lead (driveline) phase to phase short. The patient's lvad system continued to indicate pump stoppages and subsequently a pump exchange was performed on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the report of a potentially compromised driveline was confirmed based on the evaluation of the returned device. The pump was returned with the driveline cut approximately 8 inches from the pump housing and a 6-inch portion of the severed driveline was returned. The sealed inflow conduit was not returned. The sealed outflow graft was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Continuity and hipot testing were performed on the 8-inch pump end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 6-inch portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulations of all 6 wires in between approximately 10.5 inches and 11.5 inches from the pump housing. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of all 6 wires could have could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.